Event description:
The customer reported the system displayed uninterpretable images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage controller board and xray tube were replaced. Also, software was reloaded and the collimator adjusted the system was then found to be operating as intended.